Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned positioned correctly in the iol case. Solution is dried on the iol. The reported defect could not be observed on the iol due to condition of the returned sample. The sample was cleaned for further evaluation. Both haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens was found to have a large defect into the centre of the optic." The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products (cartridge, handpiece, viscoelastic) used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, the lens was extracted and not used as it was damaged. Additional information stated that lens was found to have a large defect into the center of the optic. The defect is away from where the plunger comes into contact with the lens. The lens had to be explanted during initial procedure and back up lens used.

Manufacturer narrative:
Additional information was provided in h.6.

Manufacturer narrative:
Additional information was provided in h.6. The manufacturer internal reference number is: (B)(4).